Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. The complaint facility did provide photographs of the device. Ascent attempted to re-create the reported issue with three different sample devices from ascent's inventory. The sample devices were examined for the possibility of an inherent crack or break in the electrode seals. It was determined that there were no joint-seal errors or electrode separation points. The possibility of the catheter catching on the sheath was examined by inserting the sample devices into a sample sheath. The catheters were able to be successfully inserted and removed from the sheath without catching and the devices remained fully intact. Thermal factors were examined by exposing one of the sample devices to a flame. The polymer melted away within seconds resembling the image of the actual device. There is a possibility of a thermal factor generated by another device as the report stated multiple catheters were being used with the complaint device. This is the first complaint for the sheathing separating from the electrode wires that ascent has received.

Event description:
It was reported that during a procedure when the diagnostic electrophysiology catheter "was removed from the patient, the insulation sheathing was separated from the electrode wires." No patient injury was reported.